Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device evaluation has been completed. The complaint was confirmed, there was a break in the graft cover. Evidence of twisting was observed on the graft cover indicating device torqueing, which may have contributed to the graft cover break. The root cause for the event could not be conclusively determined however, was most likely manufacturing related. Review of several still CT¿s pre-implant revealed that the patient¿s proximal neck was moderately angulated approximately 60 deg a-p, and was extensively calcified. The wall of the aaa and the distal aorta were also calcified, and both iliac arteries were non-tortuous. No scale was seen on the films, therefore no measurements could be made. Several still angio images at implant confirmed that an endurant stent graft system was implanted. The bifurcate was implanted just below the level of the renal arteries, and the limbs were placed into the common iliac arteries. The stent graft was patent, and obvious endoleak or other stent graft issues were observed. The cause of the broken graft cover could not be determined from the limited films provided. Images during the reported event were not seen in the films. It is unclear if the calcified anatomy may have also contributed.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The anatomy was normal, no specific tortuosity or calcification. It was reported that the device was flushed and inserted in the femoral artery in a normal fashion. The physician started to deploy the stent graft normally by turning the blue handle. Right from the first turn of the blue handle there was no resistance felt as normal, and the blue handle turned too easily without the graft cover being retracted, despite turning the handle nothing happened with the stent graft, because the graft cover did not come back as it should. The physician removed the delivery system carefully out of the artery and saw that the graft cover is broken with a transverse crack. A 36/16/145 endurant bifurcated stent graft was used to complete the case. The physician stated the event is device related. No clinical sequelae were reported and the patient is fine.